Event description:
Complainant alleged that the emergency room staff was attempting to defibrillate a 63 year old male pt in ventricular fibrillation. The nurse attempted to charge the device to 360 joules, but the device would only charge to 300 joules and then the charge bled down to 2 joules without user interface. The staff then obtained another device which also had a problem (d900, please reference medwatch report number 1220908-1998-00298) to defibrillate the pt. The staff obtained a third device that successfully converted the pt to a normal sinus rhythm. There was no adverse effect on the pt as a result of the reported malfunction.